Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient wrote: " I have debated for the past two days about what to do about what happened saturday night in auburn. I hope that joerns has some satisfactory ideas. My wife was using our brand-new hoyer lift to get me in the bed when I felt two sudden drops and then I hit the floor. Thankfully she had just lowered me down to make my center of gravity lower so that she could safely turn the base to line up with the side of the bed. If I had been 3 feet or 4 feet in the air, I probably would've broken my sacrum. To say that I am shocked would be an understatement. I am well within the weight limit for this lift. Looking at the bolt, it appears that it broke at the threads and then worked its way out until it broke through the frame. No, I am not a forensic engineer, but I think I can observe how the failure progressed. I have attached a pdf with several pictures. The first set was taken immediately after the failure. I realized that we had not taken a picture of the bolt until this afternoon. Those pictures are also in the pdf. Jl" complaint #(B)(4) and ra #(B)(4) were entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.